Event description:
It was reported that the patient presented with complaints of being short of breath, chills, night sweats and mild change in mentation. Antibiotics treatment was started in the emergency department (ed).  An x-ray was performed and revealed infiltrates, and the patient's white blood count was 3.1. A head computed tomography (CT) was also performed and was negative for any for acute findings. The patient was admitted to telemetry for further management and infectious disease (ID) was consulted. A CT of the chest/abdomen/pelvis was negative for fluid collections along driveline but did show a large right pulmonary effusion. Pulmonary was consulted. The patient was treated with furosemide for volume overload. The next day, the patient was found to be wheezing and having crackles on auscultation. Furosemide and a chest x-ray were ordered. The patient was later found to be in respiratory distress and then became unresponsive. The vad was alarming low flows.  A code was called. Compressions were started, a backboard was in place and the patient was immediately intubated and ventilated with a bag-valve-mask (bvm). The patient's airway was deemed patent, no resistance with ventilations. A review of recent lab work/imaging was not helpful in determining a cause of arrest. Despite good advanced cardiovascular life support (acls) and basic life support (bls), there was not improvement in clinical status. The patient remained in pulseless electrical activity (pea) or asystole throughout the code. Cardiopulmonary resuscitation (CPR) was performed for >35 minutes. The patient was externally paced with intermittent capture and pulsatile throughout. Since there was no measurable improvement in patients clinical status and since there was a low likelihood of any meaningful return of sustainable cardiac function, resuscitative efforts were discontinued.  The patient was pronounced dead.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a sudden decrease in power consumption and estimated flows starting on (B)(6)2023 and two (2) low flow alarms were logged on (B)(6) 2023. Information provided by the site indicated that, in addition to the low flow event, the patient presented with complaints of being short of breath, chills, night sweats and mild change in mentation. Antibiotics treatment was started in the emergency department (ed). An x-ray was performed and revealed infiltrates, and the patient's white blood count was 3.1. A head computed tomography (CT) was also performed and was negative for any for acute findings. A CT of the chest/abdomen/pelvis was negative for fluid collections along driveline but did show a large right pulmonary effusion. The patient was treated with furosemide for volume overload. The next day, the patient was found to be wheezing and having crackles on auscultation. Furosemide and a chest x-ray were ordered. The patient was later found to be in respiratory distress and then became unresponsive. A code was called. Compressions were started, a backboard was in place and the patient was immediately intubated and ventilated with a bag-valve-mask (bvm). The patient's airway was deemed patent, no resistance with ventilations. A review of recent lab work/imaging was not helpful in determining a cause of arrest. Despite good advanced cardiovascular life support (acls) and basic life support (bls), there was not improvement in clinical status. The patient remained in pulseless electrical activity (pea) or asystole throughout the code. Cardiopulmonary resuscitation (CPR) was performed for >35 minutes. The patient was externally paced with intermittent capture and pulsatile throughout. Resuscitative efforts were discontinued and the patient was pronounced dead. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Per the instructions for use, pleural effusion, respiratory dysfunction, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient did not have a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.